Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacing lead impedance had been very stable over the life of the lead. Recently, there was a drastic increased, which the pacing lead impedance remains. The patient was brought in for further lead testing and evaluation. The pacing lead impedance continued to increase. There were no signs of noise or inappropriate therapy. The lead was later capped and replaced on (B)(6) 2017. Patient experienced no adverse consequences during the procedure.